Event description:
It was reported that during the lead placement, the physician noticed on flouroscopy that the heart border was not moving and called for an echography. The patients blood pressure began to drop. CPR was administered and a pericardial tap was performed. The patient was stabilized after the tap. The lead was not implanted due to the perforation.

Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification.